Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 06/09/2003 was last repaired on 02/07/2013 for preventative maintenance. Eval of the device observed the zero thickness setting to be out of calibration on the right side. The master blade of the device was observed to be flush, and laid flat on the device. The device being outside of calibration is measured against the depth of the control bar; which does not affect the plane that the dermatome blade lies upon. Customer did not return the associated blade for investigation; therefore it is not known if the blade caused the customer's event. Customer's observed event could not be duplicated; therefore, the cause of the reported issue is unk. The device was serviced and returned to the customer.

Event description:
It was reported that the blade on the zimmer air dermatome did not lie flat, therefore, causing skipping on skin graft. Add'l clinical follow up with the customer indicated that there was no patient injury or incident reported.